Event description:
It was reported that the pt touched a hot wire heater and has since "not felt the same." Additional information has been requested form the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)